Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1 ml 31ga 6 mm 10bag 500 ap experienced no label or missing label information or illegible. Product defect was noted prior to use. The following information was provided by the initial reporter: duplicate lot.

Manufacturer narrative:
Investigation summary: customer returned photos of a shelf carton of 1cc, 6mm, 31g shelf cartons from lot # 8337913. Customer states that there is a duplicate lot. The photos were examined and exhibited a double printed lot number on the shelf carton. A review of the device history record was completed for batch # 8337913. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received photos of a carton from lot 8337913. Visual inspection of the photos found duplicate lot code on the carton. There was shadow print on the date codes but not as noticeable as the lot coding. Lot code is applied at the schubert packaging machine. The machine forms the carton, packs the polybags of syringes, closes the lid, and labels the lot and date codes. If the machine is stopped out of sequence during the lot code application process, the lot code would be reapplied once the machine is restarted. Review of maintenance dispatches and quality notifications found no issues related to the complaint. Unable to determine root cause of duplicate lot coding. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that the syringe 1ml 31ga 6mm 10bag 500 ap experienced no label or missing label information or illegible. Product defect was noted prior to use. The following information was provided by the initial reporter: duplicate lot.